Event description:
Related manufacturer report number: 2017865-2023-72570. Related manufacturer report number: 2017865-2023-72573. It was reported that the patient expired due to cardiogenic shock caused by non-st elevation myocardial infarction. No further information was available.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.